Event description:
It was reported that while on patient, a leakage occurred at a vaporizer slot not in use. There were no injuries reported as a result of the leakage. (B)(4).

Manufacturer narrative:
The issue was handled/solved by a non-company representative. Our sales and service representative however received information that the issue was solved by replacing the double channel plate on the device. After installing the new part, the anesthesia workstation was functioning according to its specification, i.e. With no leakage. The double channel plate is a mechanical plate including silicone gaskets that is mounted behind the vaporizer slots. No complete device logs were received for our evaluation, but the trend log was received. The trend log confirmed that the anesthesia workstation was functioning as expected after replacement of the part. Based on this information it is our conclusion that, a leakage most likely occurred and the cause for the leakage was most likely related to the silicone gaskets on the double channel plate. No root cause has been identified as the replaced part was not sent back for further evaluation.

Event description:
Manufacturer reference # : (B)(4).